Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having issues with low battery and blank display. It was reported that the customer tried replacing batteries multiple times, but the issues continued. It was reported that the customer's blood glucose level was unknown. It was reported that troubleshoot was conducted, but the device was not present during the call. It was reported that the customer is being sent out replacement battery cap, and was advised to change out batteries to recommended brand.